Event description:
It was reported that the patient presented in-clinic with redness, pain and discharge at the pocket site due implantable cardiac defibrillator (ICD) pocket erosion and infection. As a resolution the ICD was explanted. The patient condition was stable.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed for proof of sterilization, and no evidence of abnormal sterilization was found. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.